Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t wave oversensing, resulting in an inappropriate shock. Low amplitude measurements were also noted. An xray was taken which the physician reported looked fine. The device was reprogrammed at that time. Additional information was later received which reported that the patient received another possible inappropriate shock. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t wave oversensing, resulting in an inappropriate shock. Low amplitude measurements were also noted. An xray was taken which the physician reported looked fine. The device was reprogrammed at that time. Additional information was later received which reported that the patient received another possible inappropriate shock. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device and electrode were explanted and the device was returned for analysis. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. An unrelated finding was noted during analysis. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t wave oversensing, resulting in an inappropriate shock. Low amplitude measurements were also noted. An xray was taken which the physician reported looked fine. The device was reprogrammed at that time. Additional information was later received which reported that the patient received another possible inappropriate shock. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device and electrode were explanted and the device was returned for analysis. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.